Event description:
Event description cpi received information that a transvenous defibrillation lead (0075) was removed from service due to 'high frequency rate sensing noise'. It was replaced with another transvenous defibrillation lead (0095).